Event description:
It was reported that the patient was brought by ambulance to the emergency room due to feeling dizzy, tired, and possibly dehydrated. The patient was told that the "pacemaker stopped working." Follow up was attempted for clarification of device function but was unsuccessful. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.